Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facilities biomedical engineer reported that the automated impella controller (aic) has a damaged power cord and requested a replacement. A new power cord was sent to the biomedical engineer. There was no report of patient involvement.